Manufacturer narrative:
D4: primary UDI number - due to the age of the complaint system, a gtin is not available. H3, h6: initial actions (corrective and/or preventive): currently no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the root cause for the issue is under investigation. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens healthineers became aware of an issue with the uroskop access r system. The bracket holding the display monitor detached from the monitor support arm. The bracket was hanging by the cables and did not hit anything. No injuries occurred due to the event.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported issue. It was stated that the display support arm broke and the monitor bracket fell out. The affected tft support arm (material #10410580) was requested for a deeper analysis but was no longer available. The analysis of the provided pictures determined clear signs of wear. A high-grade and unstructured damage to the cone was identified. Such damage is not related to normal wear and tear. This indicates that a massive force must have been applied to the head joint before the incident. Thus, further use of the monitor support arm resulted in abnormal wear on the head joint. As a result, the monitor bracket detached from the head joint and was only held by internal wiring. The maintenance of this system is carried out by a third-party service. The last maintenance was performed in september 2024. The protocol of this maintenance did not show any deviations of the tft support arm. The affected tft support arm was already replaced at customer site by the service organization. The uroskop access r, i.I. 40 has already reached eos (end of support) in 2023-12-31.the complaint was closed. H11 corrected data: d8: corrected. A third party serviced the system.